Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) reported that the rubber thing around the set screw fell off. This occurred during a procedure when the leads were connected to the battery. The rubber thing was reconnected in the sterile field but fell off again. The battery was replaced and the issue was resolved. The patient was alive with no injury. Relevant medical history included non-malignant pain. No follow-up was required.

Manufacturer narrative:
Analysis found that the implantable neurostimulator grommet was missing. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count is 14. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 3 hours and the battery charged from 3.705v to 4.030v. The battery discharged to the lock mode on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).